Manufacturer narrative:
Still pending is the manufactured date and the expiration date. Therefore, a supplemental report will be submitted to update expiration date and manufactured date. (B)(6). (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a preface® guiding sheath with multipurpose curve and a hemostatic valve separation issue occurred. There were no patient consequences. After removing the preface® guiding sheath with multipurpose curve from the package, upon attempting to pull the dilator out, the hemostatic valve was found to be loose and it became detached. The preface® guiding sheath with multipurpose curve was exchanged and the issue resolved. The event has been assessed as MDR reportable.

Manufacturer narrative:
On (B)(6) 2018, the biosense webster inc. (Bwi) failure analysis lab (fal) received the device for evaluation. Initial visual analysis indicates, the valve was detached from sheath. The fal findings continue to be assessed as an MDR reportable malfunction. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer¿s ref # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a preface® guiding sheath with multipurpose curve and a hemostatic valve separation issue occurred. There were no patient consequences. Product evaluation details: the device evaluation has been completed. The device was inspected and the cap was received detached from the hub, the vessel dilator was received fully inserted into the cannula sheath. No anomalies were observed on the thread of hub (snap ring) of the preface. The cannula hub thread outer diameter (od) was measured and the cannula hub thread od was found within specification. Then, the received cap was affixed (snapped) onto the received cannula hub thread and an insertion withdrawal test performed using the received vessel dilator. Insertion withdrawal test was simulated advancing and retracting the vessel dilator through the received cannula sheath unit and no anomalies were observed during test. The received cap remained affixed properly snapped onto the hub thread of the complaint preface cannula sheath received. On (B)(6)2018 , the device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint was confirmed. The root cause of the damage cannot be determined since there is evidence that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s ref # (B)(4).